Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 1500 mg/dl while wearing the pod. The patient reports they had lost consciousness. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 10 hours. The patient reports after this event they are now using manual injections of insulin. The patient reports they had to learn to walk and speak again through therapy after this event. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.